Event description:
It was reported that during an orthopedic surgery on the femur, while using the radiolucent driver, the radiolucent drill bit broke. It was further reported that the broken drill bit was left in the patient's bone and there were no adverse consequences.

Manufacturer narrative:
The drill bit subject to this investigation was not available for evaluation. The documentation associated with this lot was reviewed and all specifications were met during manufacture. The root cause is undetermined.